Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that when a new infusion set is applied, the adhesive remained on her body while the plastic component folded over and the cannula came out. The patient stated that she placed the new site around dinnertime the previous night. During the night, she received an alarm instructing her to check the tubing for kinks, which halo identified as a line-blocked alarm. Upon waking, she noticed the site felt sore, unlike her previous sites, and felt something was wrong, so she changed the site. When removing the cannula, she observed that it was bent. The patient requested replacement supplies. The event occurred while in use with a patient. The operator of the device was the lay user or patient. There was no patient injury.